Event description:
It was reported that the patient underwent aortic valve replacement in 2000 and had a diseased ascending aorta. When pt was coming off of bypass, an intra-aortic balloon was inserted. Soon after insertion, the pump experienced helium leak alarms and blood was seen in the helium tubing. The intra-aortic balloon was removed and replaced. The patient expired later of causes related to pt's aortic diseases.